Event description:
The knurled screw blocks. The compression bolt locked and it is fixed; can¿t move the screw. They used another instrument to finish the procedure.

Manufacturer narrative:
The reported event could be confirmed. The device inspection revealed the following: the received device appears in good condition overall. Upon closer inspection, the threads from the top side of the inner rod appear damaged. However, the bottom portion threads were undamaged which ultimately connects with the thumbwheel. The thumbwheel; however showed signs of external impacts on it. The inner threads were found slightly damaged & sheared. The top and the underside of the thumbwheel was found to have dents, indicating towards an abnormal use. A functional inspection was performed to screw in the rod and thumbwheel together. However, as reported, the thumbwheel could not fix at all and would not rotate even at the very beginning. Thus, the failure mode is confirmed. The information gathered during the visual and functional reveals that the device was not handled appropriately during use. The threads were found to be deformed which is possible to happen during the current or previous surgery. Deformed threads indicate towards an oblique and improper insertion. Dents were also found on the thumbwheel indicating towards an external impaction. Such an impaction could also deform the threads. Based on the investigation performed the root cause of the failure is attributed to a user related issue. The failure was caused due to improper handling by the user. Under intended usage, such a failure would not have occurred. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. If any further information is provided, the complaint report will be updated.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
The knurled screw blocks. The compression bolt locked and it is fixed; can¿t move the screw. They used another instrument to finish the procedure.